Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed rite (returned instrument test/evaluation testing) due to a ground bond failed performance specification. This indicates that a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This report is a duplicate of manufacturer report number 1423500-2011-06569. All the necessary information and evaluation is addressed in the aforementioned report.